Event description:
Reportedly, the instrument broke and pieces of the instrument disengaged into the pt cavity and were subsequently retrieved to complete the case without further incident. No pt injury reported. Procedure: unk.